Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during testing conducted at the user facility the spring inside the suction of the device disassembled. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during testing conducted at the user facility the spring inside the suction of the device disassembled. No patient involvement or procedural delays were reported with this event.